Event description:
The device was implanted on (B)(6) 2008. In (B)(6) 2008, the implant was removed due to infection.

Manufacturer narrative:
Actual device was not returned for evaluation. Internal investigation based on the available info in progress but not yet complete.